Event description:
When cable was connected could not obtain signal. No patient harm occurred another cable was opened to complete the case. Vendor notified. Manufacturer response for threshold cable, (brand not provided) (per site reporter).